Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). The patient stated that they have had many ins¿s. When patient services asked if the ins¿s were replaced due to normal battery depletion, the patient stated ¿no, I had complications¿. The patient was not able to answer any questions regarding the past ins complications. No further complications were reported/are anticipated.